Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call transmitter, delivery, and blood glucose issue. The customer's blood glucose was 43mg/dl at the time of incident and current blood glucose 373mg/dl. Trouble shooting was performed and found customer uses auto mode all the time. Customer declined to check for possible site/insulin issues. Customer treated with low blood glucose with orange juice. Advised sending replacement sets. The insulin pump will not be returned for analysis.